Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) when pulled back to apply tension, the balloon and device pulled out of arteriotomy site, after inflating balloon and going through the deployment steps. The balloon did not lose pressure. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The device was purged of air during prep. A 6f non-cordis sheath was used. There was no scar tissue present in the vicinity of the puncture site. There were not multiple sheath exchanges prior to the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer's mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) when pulled back to apply tension, the balloon and device pulled out of arteriotomy site, after inflating the balloon and going through the deployment steps. The balloon did not lose pressure. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The device was purged of air during prep. A 6f non-cordis sheath was used. There was no scar tissue present in the vicinity of the puncture site. There were not multiple sheath exchanges prior to the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer's mynx certified. Additional information was requested but not provided. A non-sterile ¿mynxgrip vascular closure device 6f/7f¿ involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, and the syringe was received connected to the device. Furthermore, an unknown procedural sheath was locked on the device, and blood was noted in the procedural sheath; however, no damages were noted on it. The stopcock was found in the closed position, and the sealant and advancer tube remained in their manufactured positions. Additionally, the balloon was found fully deflated. Per functional analysis, leak testing was performed on the balloon of the returned device per the mynxgrip IFU. The results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. The reported event of ¿balloon pull through¿ could not be confirmed since the device was returned with a longitudinal tear in the balloon, resulting in a ¿balloon-balloon loss of pressure¿ event. The exact cause of the longitudinal tear could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the pull through since the device was received with a tear, which the customer reported was not noted as there was no loss of pressure at the time of the incident. However, it is possible that the tear was not noticed and may have contributed to the pull through experienced since this type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (although not provided) most likely contributed to the tear found. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device, that can cause the balloon to be pulled through the arteriotomy/venotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7f mynxgrip vascular closure device (vcd) when pulled back to apply tension, the balloon and device pulled out of arteriotomy site, after inflating balloon and going through the deployment steps. The balloon did not lose pressure. Hemostasis was achieved by manual compression. There was no reported patient injury. The mynx vcd was prepped according to instructions for use (IFU) instructions. The device was purged of air during prep. A 6f non-cordis sheath was used. There was no scar tissue present in the vicinity of the puncture site. There were not multiple sheath exchanges prior to the use of the mynx device. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 6f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer's mynx certified. Additional information was requested but not provided. The device will be returned for evaluation.